Event description:
On (B)(6) 2012, the reporter called animas alleging that the keypad buttons require multiple pushes before they respond, starting about a month ago. The ok button is the worst but the up/down arrows also are less responsive as well, and the contrast button does not work at all. It is not reported if the buttons can still click/spring back. The patient is still able to program pump correctly, with no problems, using the meter remote. The rubber keypad is reportedly intact. The pump is worn in a pocket and wiped clean with a dry cloth. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no keypad button related activity observed in the pump histories. The black box revealed a time and date reset to default following a power reset event. There was no damage to the keypad observed. The down arrow, ok, and contrast buttons responded intermittently to testing. All other buttons responded appropriately to testing. The keypad was removed and contamination under all of the button contacts was observed. Unrelated to the initial complaint, the display was observed to be dim and the letters had a red hue. The pump was opened and a malfunction in the internal clock battery was observed.